Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple atrial and ventricular noise reversions were observed. Electrograms only presented the atrial noise episodes. Noise could not be reproduced in-clinic with isometric manoeuvres. The patient was asymptomatic. No programming interventions were recommended or made. The patient will be followed-up.